Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short ventricular intervals and high rate non-sustained episodes. A review of the device interrogation appeared to indicate intermittent t-wave oversensing (twos) during an episode of sinus tachycardia. The patient, who was noted to be non-compliant with medication and follow-up, was seen in clinic and the rv lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.